Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the introducer sheath was kinked at twist lock section. Also, the twist lock was opened. Blood was noticed inside the introducer sheath. The main coil and delivery wire arms were not interlocked inside the introducer sheath. The delivery wire was inspected, and no anomalies were noted. The main coil was found kinked and stretched. The customer attached pictures of the device, and it was observed that the box was opened and the device was inside the protective hoop. Microscopic inspection confirmed the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis completed on 04jul2022. It was reported that the coil unable to advance in catheter. The target location was located in the internal iliac artery. A 10mm x 25cm interlock-35 was selected for use. During the procedure, it was noted that the coil was unable to advance in catheter and was unable to withdraw from it. The entire catheter was then removed and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.